Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a damaged pot on pcb and a leaking block assembly. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No causes or potential causes of the customer's reported problem were found during the review of the device history record. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The device heated up to about 48 degrees and alarmed then shut off, confirming the reported customer complaint. Pcb was noted to be damaged and calibration could not be adjusted. The problem source has been determine to be user interface.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer had an "out of box failure, alarms over temp". No adverse effects were reported.